Event description:
The manufacturer received info from a third party service center alleging a ventilator was intermittently not turning on and a "service required" alarm condition. Occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaints were confirmed. The device's internal battery was replaced to address the issues.